Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During cross clamping over the impella 5.5 catheter, surgeon expressed there was leaking. He decided to add a second cross clamp. The first one was with soft inserts and the second a regular clamp. There also appeared to be difficulty with arresting the heart during delivery of cardioplegia during retrograde. There was too much ai, even for retrograde. Impella 5.5 was pulled back into the ascending aorta during the rest of the valve procedure. The surgeon guided the impella back through the finished aortic valve and closed the aortotomy. The impella was then used to attempt to deair the lv. There was notable amount of ai even with the p level at 4-5. The surgeon pulled the pump back out and into the ascending aorta. It was also noted from the day prior that the ao placement signal did not correlate with the patients blood pressure. The pump was not restarted or replaced.